Event description:
It was reported that high impedances were measured on the patient's implantable neurostimulator (ins). It was noted that the patient had been implanted with 2 subcutaneous leads. On one lead (electrodes #0 to 7) placed lower to mdi thoracic area the patient received good stimulation therapy. On the other lead (electrodes 8 to 15) which was placed higher in the thoracic area, the patient felt only a "pressure" with no stimulation noted. Group impedance measurements were noted as normal (494 and 359 ohms). However, high impedances (>20,000 ohms) were measured on electrodes #1 thru 5, 12, and 13. Previous impedance measurements, post implant, were not available. It was noted that the patient had a lot of pain from the implant procedure but got better at which time they turned on the stimulation and felt the "pressure" sensation. The impedance testing was re-run at 3.0 volts which yielded high impedances on electrode #9, 12, 13 (40,000 ohms). It was thought that since the pressure sensation has occurred since implant it was most likely due to the lead location. X-rays that taken showed no lead fractures or other issues visually. Follow up information received reported that the patient still felt stimulation despite the high impedances whether programmer with those electrodes or not. It was confirmed that on the most superior placed lead, the patient only felt a pressure sensation while the more inferior placed lead gave comfortable stimulation (despite the majority of the electrodes being out of range). It was also confirmed that group impedances were normal which may be negating the out of range electrodes. The information also confirmed that x-rays showed the leads to be in the same location as at the time of implant. No intervention for the patient have been taken or planned to date. The patient was reported to continue to have the pressure sensation from the superior lead which was closer to the area of greater pain but received effective therapy from the inferior lead at the belt line area. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).